Event description:
During a laparoscopic assisted vaginal hysterectomy, the patient's tissue was getting caught in the 'tissue blockers'. These are little metal prongs meant to keep tissue from entering the shaft of the handpiece. When the surgeon dislodged the jaws, tissue would tear, causing additional bleeding. The surgeon had to use additional products to control the bleeding.

Manufacturer narrative:
When the sample in question was received, conmed's investigator observed one of the tissue blockers was missing. Conmed could not account for this missing piece in the decontamination or the investigation process. Conmed notified the facility and inquired about any additional information that the facility could provide concerning this missing piece. The facility did not have any additional information concerning the missing tissue blocker. The surgeon, who performed the operation, stated a CT scan was already scheduled, but he did not have any concerns or expectations to see anything related to the missing tissue blocker. He stated he was not concerned because, the tissue blockers are smaller than the clips that he typically uses. This report or other information submitted by conmed electrosurgery under 21 cfr part 803, and any release by the FDA of that report information, does not reflect a conclusion or admission by conmed electrosurgery or the FDA that the device, conmed electrosurgery, its employees, its contract service firms, or their employees caused or contributed to the reportable event. (B)(4).